Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient told the hcp that they hadn't felt stimulation in a long time and was not getting symptom relief. The hcp asked the patient for a date when this began. The device had not been working and the patient saw the doctor in (B)(6) 2016 and they started it again, but then it stopped working again. Additional information was reported about a week after the initial report, stating that the cause of the lack of effect was due to the patient shutting off the device. The patient stated that they were losing their balance and that was the cause of lack of effect. The device was turned back on and restarted by the physician's assistant to resolve the reported issues. On 2017-01-04, it was reported that the patient was not getting symptom relief for a long time and the lack of symptom relief started sometime in 2016. According to the patient, their hcp started it up again in (B)(6) 2016, but it wasn't working and it stopped working in (B)(6) 2016. They also reported that the patient programmer (pp) would not turn on, but they hadn't tried replacing the batteries. After replacing the batt eries, the pp worked as intended and the issue was resolved. On 2017-01-11, it was reported by a hcp that the patient's device was somehow shut off and was causing the patient to have issues with their symptoms. The hcp turned the device back on. Two weeks later, the patient followed-up and the symptoms were resolved. On 2017-01-31, it was reported by the patient that the circumstances that led to the loss of therapy was due to the patient having a lot of health issues, so they never used it. They needed to take it to the doctor to get it started again. They stated that their doctor did a botox in (B)(6) 2016 and started the therapy again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.